Manufacturer narrative:
(B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that the device black jaw was broken. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 3/27/2018. Batch # p92n4d. The device was returned with no apparent damage, the blade tip was intact and not broken off as reported by the customer. During functional testing on gen11 an alert screen was displayed. The device was disassembled to inspect the internal components and it was found that the blade was cracked at the pin hole under the shroud of the device. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. Since as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment, no conclusion could be reached as to how the pin hole got cracked. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.